Event description:
An epinephrine infusion was started operated continually, with occasional rate changes, for about 15 hours when a rate change at 10:32 am the next day was followed by an immediate pump malfunction alarm. At that time the operator just restarted the pump and programmed the same infusion to continue. Thirteen hours later, at 11:54 pm, another routine rate change was followed by an immediate malfunction alarm. The operator attempted to restart the pump again, but a second malfunction alarm occurred during that process. A replacement pump was obtained, but due to the additional time in which the epinephrine infusion was interrupted, the patient's blood pressure decreased to the point that two vasopressor drugs were needed to restore normal pressure. The epinephrine pump was removed from use and sent for testing. A possibly related factor in this event is a second, similar IV pump that was used initially with the same patient and installed in the same multi-pump "space station" rack with the first pump. This second pump also experienced a malfunction alarm immediately after a rate change about 24 hours prior to the first pump's malfunction. Then the pump was turned off, but it remained in the same space station rack until both pumps were collected for testing. At present, it is unknown whether the pumps could have interacted with one another or with the space station system bus to induce the malfunction events. Manufacturer response for infusion pump, infusomat space (per site reporter). Manufacturer has contacted clinical staff for event details, and will send return authorization info for shipment of pumps to be evaluated. Manufacturer response for infusion pump, infusomat space (per site reporter) (this is the other pump mentioned in the event description which may or may not have been a factor in the event.) Manufacturer contacted clinical staff to obtain event details, and will send return authorization information for shipment of pump for investigation.